Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A center director reported that one week following photorefractive keratectomy (prk), the pt was diagnosed with rough epithelium in the left eye. The pt had no symptoms to report. The topical steroid drops were increased. In a f/u, the director reported that the epithelium was much improved at the two weeks f/u visit and the pt was doing well.